Manufacturer narrative:
The centrifuge has not been returned to the manufacturer. The distributor, (B)(4) provided the new centrifuge to the customer. The beckman coulter (bec) internal identifier for this report is (B)(4). Not returned to manufacturer.

Event description:
The distributor, (B)(4), reported on behalf of the customer stated that rt12 rotor broke apart during the use, and the parts escaped from statspin ssvt-1 centrifuge unit. The customer stated that no damage to the lid, hinge and the latch assembly of the unit, and the safety shield was in-place at the time of the incident. There were no reports of injury to the operators and no erroneous results generated. There was no report of medical attention needed due to this event.